Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2012. The patient reported blood glucose results of "477 and 318 mg/dl" with the subject meter. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if changes were made to the patient's usual diabetes management routine. An hour after the start of the alleged issue, the patient claims she felt symptoms of swelling extremities and was shaky. On the late afternoon of (B)(6) 2012, for reasons unknown, the patient reported visiting the emergency room (ER) and obtained a blood glucose result of "202 mg/dl" with the ER/ hospital meter. No additional treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. A control solution test was performed which tested within range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up (5/18/2012)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k053529.